Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.8c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: (B)(6) 2019 830pm .) The formatted history file lists data from (B)(6) 2017 to (B)(6) 2019. There was no data listed for (B)(6) 2019.

Event description:
It was reported via phone call by the customer's wife that the customer passed away (in hospital) on (B)(6) 2019. The customer was hospitalized (B)(6) due to diabetes. The cause of death was diabetes related. The customer stated that the patient had complications of diabetes congestive heart failure no circulation in the legs. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was using sensors. The auto mode on the insulin pump was unknown. The customer's wife declined. The insulin pump will be returned for analysis.